Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) early, and the left ventricular (lv) lead exhibited high thresholds. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.